Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
A hyperglycemia event was reported on (B)(6) 2026. The patient had used the infusion set for longer than recommended time, representing misuse. The high blood glucose was corrected via mdi.